Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced for treatment, however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR. : promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced for treatment, however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.